Event description:
It was reported that while testing for sars-cov-2, 20 false positive results each from lots 1089016 and 1085657 were produced by the bd sars-cov-2 reagents for bd max¿ system. Confirmatory testing was performed with products from another company that showed negative results. There was no indication that results were reported, and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about false positives. According to the customer's report, there were 40 cases in 80 tests considered to be false positives. Negative results were given by tests using products of another company."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1089016. Medical device expiration date: 2021-10-09. Device manufacture date: 2021-03-30. Medical device lot #: 1085657. Medical device expiration date: 2021-10-09. Device manufacture date: 2021-03-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2, 20 false positive results each from lots 1089016 and 1085657 were produced by the bd sars-cov-2 reagents for bd max¿ system. Confirmatory testing was performed with products from another company that showed negative results. There was no indication that results were reported, and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about false positives. According to the customer's report, there were 40 cases in 80 tests considered to be false positives. Negative results were given by tests using products of another company."

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref 44500301) lots 1089016 and 1085657 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd max¿ system indicated that the lots 1089016 and 1085657 were manufactured according to specifications and met performance requirements. Customer complained about suspected false positive results with bd sars-cov-2 reagents for bd max¿ system kit lots 1089016 and 1085657. When tested with a confirmation assay (B)(6) the results were negative. Customer provided two run files #21 and 22 from instrument ct2449 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents for bd max¿ system instruction for use. Manual pcr curve adjudication was performed across all the suspected false positive samples. Pcr curve analysis revealed late and low amplifications indicative of true positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. No repeat test was found for these samples, in the data provided. Based on the data and information provided, specimens at or near the assay limit of detection (lod) or environmental or cross contamination are the most likely causes to explain the customer¿s positive results, although bd was unable to confirm the exact cause. Nonetheless, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents for bd max¿ system lots 1089016 and 1085657. The root cause was not identified. Note that positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.